Event description:
It was reported that the customer passed away. It was stated that the cause of death on the autopsy was diabetes ketoacidosis. Attempted to contact the family member for more info on the death without results. A voice message was left to call us back. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.